Event description:
The reporter stated that the surgeon inserted a implantable collamer lens model icm120v4 in the pt in 2007 and removed it on approx one and a half months later, due to the lens was vaulting inadequately in pt's eye. A longer icm was implanted. An iridectomy was performed.

Manufacturer narrative:
Conclusions: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If predicted length is too long, the result may be an excessive vault.